Event description:
This senior medical surveillance specialist spoke with the patient/layperson in 2009, regarding her complaint. The patient provided additional information regarding the alleged meter reverting to setup mode issue. The previous month, the patient had been unable to code the meter due to the low battery icon prompt. The patient was advised to install a new battery. Although unable to test or borrow a meter, the patient continued taking her daily novolog and levimir injections and eating her usual normal meals. After installing a new battery on event date, the meter reverted to the set up mode, part of the installation process. The following day, the patient spoke with a customer care advocate to assist setting-up the meter. While in the set up mode before seeking assistance from customer service, the patient became shaky while shopping (possibly the same day) and immediately purchased a candy bar that relieved her symptom. No medical intervention was required from an hcp or another person. Although the perceived issue was resolved with training, the complaint is reported due to the patient's symptom that can be associated with hypoglycemia and to her self-treatment. The cca replaced products.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.